Event description:
It was reported that during a pre-use check, the customer noticed air was leaking from the cuff. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and pictures were received for evaluation. Visual and functional testing were performed. The returned sample was visually inspected at 12" to 16" and normal conditions of illumination and no discrepancies were detected. The cuff of the returned sample was inflated using a syringe with air, then the product was immersed in the water in order to detect any leakage and no bubbles came out of the cuff. The balloon pilot of the returned sample was inflated using a syringe with air, then the product was immersed in the water in order to detect any leakage and no bubbles came out of the balloon pilot. The root cause is that the cuff was damaged after it left the manufacture facility due to the product been 100% uson leak tested. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.